Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that shaft leak occurred. A 1.50mm rotapro was selected for use. During preparation, outside the patient, a leak was noted in the middle of the catheter tube. The procedure was completed using an alternative device. No patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that shaft leak occurred. A 1.50mm rotapro was selected for use. During preparation, outside the patient, a leak was noted in the middle of the catheter tube. The procedure was completed using an alternative device. No patient complications were reported. It was further reported that a tear or hole in the sheath was confirmed. The lot number and event date remains unknown.